Event description:
Md using a 1000 micron peripheral fiber, holmium reuseable laser fiber to do procedure. Upon second entry with cystoscope the md passed the fiber through the scope and noted that het tip was broken. Fiber tip exchanged for another device, procedure continued.